Event description:
The complainant has reported that a patient (age and gender unk) underwent a hemostatic egd procedure for treatment. The resolution clip devices all had deployment issues; such as some would not advance out of the sheath and some would not open. The clinician also indicated that some of the clips fell off prior to deployment. We have been unable to clarify specific malfunction to the individual complaint. The patient did not sustain any complications or ill effects as a result of the deployment and or sheath issue. The procedure was completed successfully with another of the same device. Please note associated medwatch reports 6000048-2006-00290, 6000048-2006-00291, 6000048-2006-00292, 6000048-2006-00293, 6000048-2006-00294, 6000048-2006-00295, 6000048-2006-00296, 6000048-2006-00297, 6000048-2006-00298, 6000048-2006-00299 & 6000048-2006-00300.

Manufacturer narrative:
B6, b7, d11 unk/no info available from user facility. Section f: f.10 patient codes: 2199 consequences or impact to pt, none/not labeled. Device codes: 1158 failure to deploy/labeled, 2524 failure to advance/labeled, 1484 premature deployment/not labeled. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The complainant indicated that the devices will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures. Bsc reference #tw126271/ a00023832. Date filed: 14 june 2006.